Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation the patient began to have convulsions and they noticed vomit in the mask. They removed the mask and suctioned out the vomit and canceled the ablation 6 minutes into the procedure to care for the patient. Sales rep and the physician agreed that the procedure was not stopped because of equipment failure but because the patient started to vomit. There was no patient harm.